Manufacturer narrative:
A sample device was not returned for investigation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had an unexpected postoperative refractive outcome. In a follow up, the surgical coordinator reported that the patient returned to surgery 3 weeks after initial implantation for a lens repositioning procedure.